Event description:
It was reported that a 35-year-old hispanic female patient underwent primary breast augmentation with unknown size unknown gel implants smooth and experienced generalized illness symptoms including feeling uncomfortable, pain, stiffness, and insomnia. The patient has consulted with the healthcare professional. As a result, the patient is scheduled for surgery on (B)(6) 2025. This supplemental medwatch report is for the patient¿s left-sided device.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: generalized illness (feeling uncomfortable, pain, stiffness, and insomnia). H6 health effect - clinical code e2402: generalized illness. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. D6b explantation date: (B)(6) 2025. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).